Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (salmonella enterica subsp. Enterica) had an intermediate resistant result for the drug ceftriaxone. The user retested the isolate using an e-test receiving a resistant result. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for low mic ceftriaxone (cro) when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4254904. The customer did not provide phoenix generated lab reports, isolates or panels for the investigation. To investigate, retention panels of the complaint batch were inoculated with in house isolate salmonella spp. Enf 19219 and placed in a phoenix m50 for cro mic results. Next, control panels of the same material but a different batch were inoculated with in house isolate salmonella spp. Enf 19219 and placed in a phoenix m50 for cro mic results. Results of the test show all panels returned the expected cro mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (salmonella enterica subsp. Enterica) had an intermediate resistant result for the drug ceftriaxone. The user retested the isolate using an e-test receiving a resistant result. No health impact or consequence reported.